Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level at the time of incident was 400 mg/dl. Current blood glucose level was 145 mg/dl. Customers stated that the had missed a bolus for diner and did eat heavy. Customer declined troubleshooting for high blood glucose readings. The insulin pump will be returned for analysis.